Event description:
It was reported that approximately 20 minutes into a da vinci hysterectomy procedure, while cutting the round ligament, the surgeon reported that the monopolar curved scissors instrument was not functioning. The instrument was removed for inspection and it was found that the scissor tip had "fragmented". The procedure continued with a replacement instrument of the same type. The patient underwent x-rays to identify the position of the instrument fragment. An additional incision was made to re-enter the patient's abdomen and the instrument fragment was retrieved resulting in approximately one hour of additional surgical time. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post evaluation) and/or if additional information is received.